Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken from the device. Due to the noted damage no functional testing was performed on the reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracic surgery (vats) lobectomy procedure. The stapling device was being applied to the pulmonary artery branch. After positioning the stapler jaws on both sides of the pulmonary arterial branch, pressing the green button, could not squeeze the handle. Opened the jaws and tried again with no success. In order to resolve the issue and complete the case, opened new products. There was no patient harm. The patient status is alive, no injury.